Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported death appears to be related to the shock. However, a conclusive cause for the shock cannot be determined. The reported patient effects of death and shock are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature: failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. (B)(4).

Event description:
This is filed to report post procedure, the patient died due to septic shock. It was reported through literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). One clip was implanted. On the 24th day post procedure, the patient died due to septic shock after complicated in-hospital course. Additional details are listed in the attached article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.